Event description:
During a scheduled inspection it was found that the device did not recognize pt connection and continued to display a "connect electrodes" message. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control visually inspected the devic,e and verified the reported failure. Physio recommended repair, but it was denied by the customer. The root cause for the reported failure cannot be determined.